Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced leakage and defective/damaged tubing. According to the provided medwatch report, medical intervention was applied as a result of the defect. No detail regarding what medical intervention was applied have been provided. The following information was provided by the initial reporter: material #: 2420-0007 batch/lot #: unknown. IV primary tubing began leaking multiple small cracks in tubing.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of small cracks in the tubing causing leaking could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a valid lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation.

Manufacturer narrative:
Device expiration date: unknown. FDA notified: the initial reporter also notified the FDA on (date) via medwatch # mw5098745. Device manufacture date: unknown. (B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint of small cracks in the tubing causing leaking could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a valid lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced leakage and defective/damaged tubing. According to the provided medwatch report, medical intervention was applied as a result of the defect. No detail regarding what medical intervention was applied have been provided. The following information was provided by the initial reporter: material #: 2420-0007, batch/lot #: unknown. IV primary tubing began leaking multiple small cracks in tubing.